Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the pump was bumped and now half the screen is black. She reported that the inside of the screen looks cracked, but not the surface. The customer reported that the display was not blank less than 30 seconds. The customer reported that the display is currently blank. The display did not return after inserting new battery. The customer stated that the pump had been bumped. The customer reported that there was a crack inside the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partial display due to cracked lcd glass. No blank display noted. Unit received with minor scratches on case and minor scratches on lcd window.